Event description:
It was reported that oversensing was observed on the right atrial (ra) lead, the right ventricular (rv) lead, and the left ventricular (lv) lead. Lead damage was suspected but was not confirmed visually. The patient was stable and will continue to be monitored. There were no adverse consequences.